Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17740199l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto3 external refpatch 6pack; us catalog #: crefp6; lot #: ll014604. Lasso nav; us catalog #: d134901; lot #: 17659413l. Webster; us catalog #: d610dr005rt; lot #: unknown. Carto 3 system; us catalog #: fg540000; serial #: (B)(4). Non-biosense webster, inc. - cook medical transseptal needle; non-biosense webster, inc. - st. Jude medical agilis 8.5 french sheath; non-biosense webster, inc. - st. Jude medical sl3 transseptal guiding introducer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Mid-procedure, during ablation phase, while performing a single isolation ring around the pulmonary veins, the patient coughed. A map shift occurred without errors or ¿learn new¿ messages. Reference patches were checked for placement. It was noted that the back patch was positioned as expected and the front patch had moved. Physician did not want to create a new map to correct for the map shift. Post map shift, the thermocool® smart touch® sf bi-directional navigation catheter appeared above the left atrium computed tomography (CT) merge and fast anatomical map (fam). It was noted that the physician understands the implications of a map shift and accounted for it. After the coughing had ceased, ablation continued. Pulmonary veins were successfully isolated. Patient was reported to be in stable condition throughout the procedure. After the 30-minute waiting period, catheters and sheaths were removed. Imaging (x-ray) revealed clear cardiac borders. Patient was transferred to the recovery room. Approximately 20 minutes after being transferred to the recovery room, the patient became hypotensive. Echocardiography revealed a pericardial effusion. Patient was returned to the electrophysiology lab. Pericardiocentesis yielded 550 ml. Patient was reported to be in stable condition and is expected to fully recover. Patient required approximately 2 days of extended hospitalization as a result of the adverse event. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the tamponade is that it was a combination of the patient coughing that led to the map shift and the stiffness of the thermocool® smart touch® sf bi-directional navigation catheter. Transseptal puncture was performed at the beginning of the procedure with a cook medical transseptal needle under transesophageal echocardiography (tee) guidance. Sheaths included a st. Jude medical agilis 8.5 french and a st. Jude medical sl3 transseptal guiding introducer. Generator was set on power control mode at 40 watts. There is no further information regarding generator parameters, generator setting, or power titration. There is no information regarding overall ablation time at the site of injury or last ablation cycle time at the site of injury, as the precise location of the catheter when the patient coughed is not known. As such, the location of the injury is not known. Irrigated catheter flow was set on 15 ml/min. Patient received anticoagulant (heparin 12,000 units) during the procedure with activated clotting time (act) maintained at greater than 350 seconds. While the patient was coughing, it is not known if the thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to another catheter, as the precise location of the catheters during coughing is unknown. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Prior to the patient coughing and after a couple of ablations, the carto 3 system indicated to re-zero the catheter. After re-zeroing the thermocool® smart touch® sf bi-directional navigation catheter, there were no further issues with the force sensing. It was noted that the ablation index (ai) was used. There were no errors reported on any biosense webster, inc. Equipment during the procedure. The map shift issue was assessed as not reportable as a map shift due to a patient movement with change of posture, or following a cardioversion, even if no error message is present is a normal or expected response from the system. The force issue and catheter stiffness issue were assessed as not reportable as the potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.